Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's anatomy was not calcified, which contributed to the dislodgement. The type of aortic insufficiency observed was paravalvular leak (pvl), and the severity was severe resulting in stage 2-3 heart failure. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 3 millimeter's (mm). After valve dislodgement, the implant depth on the ncc and lcc were approximately 15 mm. A non-medtronic guidewire was used during the procedure, and the non-medtronic valve was implanted valve-in-valve. Following the implant of the non-medtronic valve, the patient was admitted to the intensive care unit (ICU) with an external pacemaker.

Manufacturer narrative:
Updated: b5, d4, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the patient's circulation remained stable following the dislodgement.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was positioned correctly and was deployed. During or after deployment, the valve dislodged into the ventricle causing aortic insufficiency. Subsequently a second non-medtronic valve was implanted to prevent worse consequences. The patient was transferred to the recovery room with complete heart block (chb). No treatment for the chb was reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.